Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as patient did not wear a mask. The peritonitis was manifested by abdominal pain, cloudy pd fluids and diarrhea. On the same day, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. Dianeal therapies were ongoing. At the time of this report the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that 39 days after the onset of peritonitis, dianeal therapy was discontinued, and the patient switched to hemodialysis. Also 39 days after the onset of peritonitis, the patient was discharged from the hospital. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.